Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event occurred on an unspecified event date involving a chemosafelock vial adapter reported that leaking. There was unknown patient involvement and unknown harm/adverse event reported.